Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that the set screw was reconnected properly. The patient was discharged.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv exhibited noise. Noise could not be reproduced in clinic. Patient was discharged after two days of lead monitoring. No further information available.